Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision surgery was performed on (B)(6) 2019 due to adverse local tissue reaction due to metal debris; pseudotumor; and elevated cobalt and chromium levels. During the procedure both metallic components were extracted and replaced with a system from a competitor. The patient´s outcome is unknown. The primary right bhr surgery was performed on (B)(6) 2016.

Manufacturer narrative:
H10. Additional information in a2, b5, b6, b7, d1, d4 and g4. H11. Corrected information in b3 and h6 (health effect - clinical code, health effect - impact code and medical device problem code).

Manufacturer narrative:
It was reported that it was reported that a right hip revision surgery was performed due to adverse local tissue reaction due to metal debris; pseudotumor; and elevated cobalt and chromium levels. During the procedure both metallic components were extracted and replaced with a system from a competitor. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup and resurfacing head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for both the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. It was reported that a revision surgery was performed on the patient hip due to adverse local tissue reaction due to metal debris, pseudotumor and elevated cobalt and chromium levels. The patient outcome is unknown. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that a revision surgery was performed on the patient hip due to adverse local tissue reaction due to metal debris; pseudotumor; and elevated cobalt and chromium levels. The patient outcome is unknown.